Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on the lcd board being unlocked. The insulin pump had cracked display window corner and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 504 mg/dl. Customer treated their blood glucose levels with the insulin pump before they experienced issues with the device and high blood glucose. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers did not ramp up on their own. Customer stated that the scroll bar did not move up or down without input, the buttons responded intermittently and the act and up buttons were unresponsive. Customer advised they used the down arrow to navigate through screens. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.